Event description:
A customer reported a malfunction in their device, indicated by a specific malfunction code, which could not be reset. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, confirmed the customer's shipping address, and provided a replacement pump to ensure the continuation of insulin delivery.